Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered an alert for out of range impedances. In addition, loss of capture, noise, oversensing and inappropriate atrial tachy response episodes were noted. The patient was experiencing some symptoms of shortness of breath, but they are not dependent on atrial pacing. Boston scientific technical services recommended programming changes until the ra lead could be revised. At this time, the device was reprogrammed and the ra lead remains in service. The physician will re-evaluate the patient, but no date has been provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated this ra lead was surgically abandoned and replaced. The lead was tested via pacing system analyzer (psa) which confirmed there was noise on the lead, but the impedances were not confirmed by testing. No additional adverse patient effects were reported.